Manufacturer narrative:
Corrected information has been provided in e1; e3 upon review, it was identified that the information was inadvertently not submitted in the initial report.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 77-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), with a history of known coronary artery disease. The patient¿s clinical state prior to initiation of support was not specified. During insertion, resistance was encountered, and a kink was noted at the junction of the motor and catheter. The physician was unable to continue advancing the impella 5.5. Underlying vascular calcification was noted and believed to be a contributing factor to the difficulty advancing the device. The impella 5.5 was removed, and a new device was subsequently placed successfully. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details. The cause of the delivery issue was most likely patient related due to vessel calcification and as evidenced as a catheter kink resulting from the resistance during delivery. The cause of catheter kink was most likely patient related due to vessel calcification and as evidenced as a catheter kink resulting from the resistance during delivery.

Manufacturer narrative:
The device was returned d9 was updated. The investigation is underway once completed a supplemental will be sent.